Event description:
During the surgery (hallux valgus repair, right foot) it was noted that what appeared to be metal shavings were coming from the drill into the wound as the surgeon was drilling. He immediately stopped drilling and began flushing the wound with sterile saline. They believe they were able to remove all of the shavings. No apparent harm to the patient at this time. The drill was immediately removed and sequestered.